Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricle lead was dislodged and exhibited failure to capture and sensing problem. The lead was explanted and replaced. No patient consequences.